Event description:
Customer reports that she tested at midnight and received a hi reading on her device. She then took 100 units of insulin and went to bed. Customer reports a friend found her unconscious the next day and took her to the hospital. Hospital tested customer at 20mg/dl. Customer was placed on sugar water IV for 2 days while in the hospital. Customer regained consciousness the following day. Customer reports that her doctor had increased her insulin before this incident occurred. Customer reports that she ran controls and that they were within the acceptable range. Requested product be returned and replacement was sent.